Event description:
IV heparin infusion without any problem. Approximately 30 mins later, "air in line" alarm beeping. Upon inspection, IV fluid noted running freely through crack in silastic tubing section.